Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc) devices. The reported patient effect of atrial perforation, as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the atrial perforation. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). This report is filed due to the possible atrial septal defect. On (B)(6) 2018, the patient presented with functional mitral regurgitation (mr) with pure annular dilatation, leaflet tethering, and tricuspid regurgitation (tr). Two mitraclips were implanted without a device deficiency, reducing mr from grade 3+ to grade 1+-2+. On (B)(6) 2019, the patient was hospitalized for worsening heart failure. Imaging displayed a dilated atrium, mr and tr grade 2, a possible atrial septal defect (asd), pleural effusions, and suspicion of cancer at the left atrium. Medication and palliative care was given and the patient was discharged to home. On (B)(6) 2019, the patient expired. Per physician, the events were unrelated to the mitraclip device and unrelated to the mitraclip procedure. There was no device malfunction. No additional information was provided regarding this issue.